Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 15-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported that surgical observation on (B)(6) 2020 revealed the catheter was worn at connection site and the hcp was unable to remove from pump so the catheter was cut and spliced. The catheter was explanted(spliced)/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving hydromorphone 20 mg for a total dose of 3.29229 mg/day, bupivacaine 13 mg for a total dose of 2.1407 mg/day, and fentanyl 600 mcg for a total dose of 98.80167 mcg/day. No further complications were reported.